Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 26 days following the implant of this transcatheter bioprosthetic pulmonary valve the valve was explanted and a surgical was implanted for an unknown reason. No additional adverse patient effects were reported.